Event description:
The customer reported the device was taking too long to charge to shock under both ac and battery power.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.